Event description:
During follow-up, the device was no longer able to be interrogated. The device was explanted and the patient was in stable condition.

Manufacturer narrative:
The reported event of the inability to interrogate was confirmed in the lab. The device revealed the device was below the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Sensing was tested and no anomaly was detected. The cause of the field event is due to normal battery depletion.